Manufacturer narrative:
The lot was manufactured from april 13, 2022 - april 14, 2022. H10: the actual devices were not available (discarded); however, two (2) companion samples were received for evaluation. An unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling both containers with tap water and no leak was observed. Attempts were made to duplicate the reported issue by firmly squeezing both containers filled with tap water and no leak was identified. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. This was observed prior to setup for at home treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.